Manufacturer narrative:
The device was returned to olympus for evaluation and the following reportable malfunctions were identified during the device evaluation: a dead pixel and a cable failed a leak test. Based on the results of the investigation, a probable root cause was traced to a component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head had a failed leak test in the cable and a dead pixel. There was no patient involvement.